Manufacturer narrative:
Concomitant medical devices: 5076, implanted: (B)(6) 2006.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection and s eptic thrombophlebitis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.